Event description:
A customer reported via webform a "scan again in 10 minutes" message with the adc device. The customer was contacted and reported that due to this message, they were unable to obtain sensor readings at that time and lost consciousness. The customer was taken to hospital and had glucose checked (laboratory result of 19.9 mmol/l), ECG done, and reportedly had their insulin discontinued. There was no report of other treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "scan again in 10 minutes" message with the adc device. The customer was contacted and reported that due to this message, they were unable to obtain sensor readings at that time and lost consciousness. The customer was taken to hospital and had glucose checked (laboratory result of 19.9 mmol/l), ECG done, and reportedly had their insulin discontinued. There was no report of other treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed, no abnormalities were observed with the sensors data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.